Event description:
Country of complaint: (B)(6). Thread broke during knotting. Procedure was a liver transplantation; the thread broke when the knot was running down, prior to final knotting.

Manufacturer narrative:
Samples received: 5 unopened racepacks. There are no previous complaints of this code batch. There are no units in stock. Knot pull tensile strength of the samples received was tested and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Corrective/preventive actions: not applicable.